Event description:
A pt in full cardiac arrest had been down 6-7 mins prior to arrival of paramedics. While pt was being transported, the defibrillator/monitor battery went dead. A spare battery was inserted, and was also dead. The pt did not survive. The device (without batteries) was tested by the MFR, and found to be operating normally, and within spec. The two batteries were charged and then tested by the user. The first was found to have 121% of nominal capacity. The second was found to have 60% of nominal capacity. Both were recharged and found to be capable of delivering at least 10 shocks at 360 joules. There does not appear to be any problem with either the device itself, or with either of the batteries. The event is not occurring more frequently or with greater severity than is usual for the device.